Manufacturer narrative:
A root cause could not be identified. Based on the results of the investigation, it is likely that the distal end cover was melted when the rf current was applied without keeping a sufficient distance from the distal end when using a radiofrequency ablation device. The event can be prevented by following the instructions for use which state: do not apply high-frequency electrocoagulation if the tip of the endo therapy accessories cannot be seen within the field of view of the endoscope. Also, keep the electrode and surrounding mucosa sufficiently away from the distal end of the endoscope when applying high-frequency electrocoagulation. If high-frequency electrocoagulation is applied when the tip of the endo therapy accessories cannot be seen or when it is close to the distal end of the endoscope, there is a risk of damage to the body cavity, burns, bleeding, perforation, or damage to the device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during device evaluation, that the distal end of the gastrointestinal videoscope was burned. There was no patient involvement.